Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 150410, oss tibial poly bearing 12mm, lot # 520820, 150476, poly tibial bushing, lot # 143560, 150477, poly femoral bushing, lot # 050320, 150478, oss poly lock pin, lot # 143560, 150465, oss 5 cm diaphyseal segment, lot # 508870, 150479, oss reinforced yoke, lot # 125790, 150355, oss 7 cm segmental femoral lt, lot 203000, 150367, oss cemented im stem, lot # 240470, 150480, oss axle, lot #178390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 03780, 0001825034 - 2019 - 04425, 0001825034 - 2019 - 04427, 0001825034 - 2019 - 04428, 0001825034 - 2019 - 04429, 0001825034 - 2019 - 04430, 0001825034 - 2019 - 04431, 0001825034 - 2019 - 04432, 0001825034 - 2019 - 04433.

Event description:
It was reported that approximately 7 years post implantation, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.